Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. The helix difficulty allegation was confirmed as helix mechanism test failed due to the helix housing being clogged with dried blood or body fluid and tissue.

Event description:
It was reported that the right ventricular (rv) lead was found dislodged post implant via chest x ray. The lead was in an attempt for repositioning, however, helix would not extend. Subsequently, the lead was explanted and replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the right ventricular (rv) lead was found dislodged post implant via chest x ray. The lead was in an attempt for repositioning, however, helix would not extend. Subsequently, the lead was explanted and replaced with the same model. No additional adverse patient effects were reported.